Event description:
It was reported that the subject device had patient image disappeared on the monitor, err endoscope communication and side cable damaged. The issue was found during set up of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the protector of the video cable section was cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.